Event description:
The plainfiff alleges that in 1997, following a skin test plaintiff was diagnosed by the md as being allergic to latex. Plaintiff has become sensitized as latex and may now no longer work as a registered nurse at any medical facility or for any medical health service or in a private practice and is now subjected to increased health risks. As a result of this sensitization to latex plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Plaintiff has suffered substantial injury, pain, and suffering as well as economic loss. Plaintiff has suffered humiliation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress. Finally the plaintiff's spouse has suffered the loss of support, services and companionship, and loss of consortium.